Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers 11b10h25, 11a19h25 and 10l14h25 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of a break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On (B)(6) 2011, the patient was admitted to the hospital for unspecified reasons. On (B)(6) 2011, the patient was diagnosed with peritonitis. Treatment during hospitalization was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of bacterial peritonitis. The outcome of the event of a break in aseptic technique was not reported. Dianeal therapy was ongoing. The nurse reported that the bacterial peritonitis with culture positive for (B)(6) was unrelated to dianeal therapies. The nurse did not provide an opinion of causality for the event of a break in aseptic technique.